Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during the procedure the subject stent had resistance while advancing over the guidewire causing the stent to partially prematurely deploy halfway in the sheath and halfway in the patient. The physician used a retriever device to remove the stent from the patient causing a delay in the procedure. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. The device was returned together with unknown guidewire. The guidewire stuck due to procedural fluids and dry blood. The device was flushed few times and the guidewire was able to be removed. During visual inspection the stent delivery wire and stent stabilizer were found to be intact. The stent was found to be deployed and not returned. During the functional inspection, the stent stabilizer/guidewire ¿ fail. The device was flushed few times as the guidewire stuck due to dry blood and procedural fluids. The guidewire was removed; however, friction was noted. There were no anomalies noted to the guidewire. Stent deployed prematurely during use functional test ¿ confirmed during the visual inspection. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported premature stent deployment was confirmed during the device analysis. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that the product was prepped per dfu. The outer body was locked on the inner body as the physician advanced the system. Everything regarding the product looked normal when removed from package ¿ no anomalies noted. Anatomy: small vessels and high tortuosity. The device was returned and it was found that the stent had been prematurely deployed. The guidewire was returned within the delivery system and was initially unable to be reported due to dried procedural fluids within, once soaked, the guidewire was removed with friction noted. Blood within the delivery system may be an indication on insufficient flush. It is probable that the presence of blood and procedural fluids within the delivery system may have caused or contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event of the stent stabilizer/guidewire friction and the stent deployed prematurely during use and analyzed event of the stent stabilizer/guidewire friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure the subject stent had resistance while advancing over the guidewire causing the stent to partially prematurely deploy halfway in the sheath and halfway in the patient. The physician used a retriever device to remove the stent from the patient causing a delay in the procedure. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.